Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported that the reservoir was not working and the customer received a no delivery alarm during manual prime. It was stated that the alarm was resolved by a reservoir change. Blood glucose value is unknown. The reservoir would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.